Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after attempting to load a cartridge. Reportedly, the customer filled the cartridge with 300 units of insulin. Customer was successfully able to load a new cartridge and resumed insulin on the pump. Additionally, it was reported that the wake button was delayed in responding to presses. The customer reported that the screen would stay blank after pressing the wake button. Tandem technical support (cts) requested for the customer to press the button several times with force to confirm that the button is not stuck; customer confirmed that the button was able to work after attempting to press it a few times. The customer's blood glucose level was 193 mg/dl at the time of the report.